Event description:
Attorney reported: on (B)(6) 2003, pt underwent an incisional hernia repair, at which time a small circle bard composix kugel patch was implanted. On (B)(6) 2007, pt presented to the ER with complaints of severe abdominal pain. Pt went into surgery on the same day where her surgeons found that the mesh had adhered to the pt's small bowel necessitating a resection. The mesh was removed in full. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial rptr to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.